Manufacturer narrative:
Additional information has been provided in d.9., d.10.,h.3., h.6., and h.11. One opened company handpiece wrapped in bubble wrap in a bag was returned for evaluation for the report of a scratch or mark on haptic. A visual inspection of the iol handpiece injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found conforming. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Not company manufacturing related - based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual, dimensional and functional testing. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during surgery, they noticed a scratch or mark on optic / blemish/indentation/scuff mark/score mark on optic. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.